Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler,failed to aspirate and dispense reagent in all wells in position 12 and did not give an error message. A field svc engineer was dispatched. No death or serious injuyr was associated with this event.